Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control test and received a result of 444 mg/dl. The normal control range was 103-142 mg/dl. No adverse events alleged. The test strips were to be returned for evaluation, but the qa lab only received any empty bottle. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab only received an empty test strip bottle, so testing was not possible.